Manufacturer narrative:
Details of complaint: the customer believed that they were getting inaccurate map readings on the bedside monitor (bsm). Investigation summary: nihon kohden technical support (nk ts) emailed a document for mean bp calculation method. Nk ts reached out to clinical (cits) who advised the customer of the map calculation method. With the information available, the root cause is determined to be man (user education). A review of the serial number history shows no recurrence of the reported issue. Calculating mean arterial pressure (map) using conventional techniques may lead to incongruous results when compared to those of the bedside monitors, or users may encounter problems when trying to switch the calculation method for map. There are two ways that a bedside monitor measures map and subsequently nibp, measure and calculate. The default setting for most bedside monitors is the measure method. Users may encounter issues when trying to switch to the calculate method because it can be protected behind password credentials, or because of user education regarding the settings.

Event description:
The customer believed that they were getting inaccurate map readings on the bedside monitor (bsm).

Manufacturer narrative:
The customer reported that they believe that they are getting inaccurate map readings on their bedside monitor (bsm). No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they believe that they are getting inaccurate map readings on their bedside monitor (bsm).